Event description:
A patient received total hip arthroplasty on (B)(6) 2019 and was revised on (B)(6) 2019 to replace the femoral head. Infection was reported as the reason for the revision. No further information was reported. The device was not returned for investigation. If additional information becomes available in the future, a follow-up report will be submitted.